Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation on an unknown side. Device remains implanted.

Event description:
Healthcare professional reported, deflation on an left side. The device has been explanted and replaced.

Event description:
Healthcare professional reported, deflation on an unknown side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: "based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on radius side assessed as surgical damage, observed broken on plug strap assessed as surgical damage and missing piece of plug strap assessed as inconclusive. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: observed creases on the device. Brown particles observed in the surface of the shell. No further actions are required as the device was implanted."

Event description:
Healthcare professional reported deflation on left side as well as patient having recalled implants. The device has been explanted and replaced.